Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 9oct18. (B)(4). The field service engineer (fse) evaluated the device and verified the reported condition. The ventilator was powered on, the power indicator does not light up. The fse replaced the power management (pm) printed circuit board assembly (pcba) to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator would not boot up. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.